Manufacturer narrative:
During evaluation, the issue physio-control found the issue (verified). The cause was found to be the ac power adapter. The device passed functional and performance testing and was returned to the customer.

Event description:
During investigation of an unrelated issue, physio-control found that the device would not turn on when the power button was pushed. There was no patient involvement in this event.